Manufacturer narrative:
Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue was related to patient sample quality. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 502 module. The sample initially resulted with a glucose value of 4.24 mg/dl and this value was reported outside of the laboratory to the doctor. The doctor requested a repeat of the sample. The sample was repeated twice, resulting with values of 137.22 mg/dl and 143.74 mg/dl. The repeat results were believed to be correct. The glucose reagent lot number was 471635. The reagent expiration date was requested, but not provided.